Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the reprocessor exhibited a pin of the connector tube broke. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, no abnormality was confirmed on the connecting tube though the connecting tube was broken. It is likely external stress was applied to lock lever of the connecting tube due to user may have applied stress toward wrong direction, which led to breakage of the connecting tube. Subsequently, the tube was unable to be connected. It is also presume that the tube was not properly connected till it clicked. Or the tube was not connected for foreign material, or the like, adhered to the joint of the tube. However, a definite root cause that led to the malfunction could not be identified. The event can be detected by following the instructions for use which state: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.